Event description:
A nurse reported that during a cataract surgery, the system froze. After a long delay, it was determined that the case could not be completed and the intraocular lens was not implanted. The pt was sent to another facility, on the following day, to complete the procedure. There was no pt harm reported.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting the system. The tss recommended rebooting. The customer attempted to reboot with no display noted. The customer cancelled the call as it was reported the facility biomedical tech replaced the host power distribution printed circuit board (pcb) and the system was working. The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unk. (B)(4).